Event description:
Allegedly component was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is completed. This is the same event as 1043534-2012-00462.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The device was visually examined, dimensional inspected, and photographic images were made. Evidence that product in specification when used.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The device was visually examined, dimensionally inspected, and photographic images were made. Evidence that product in specification when used. Product was returned.